Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (DKA) on (b)(6) 2026. The patient's blood glucose level rose to 1000 mg/dL while wearing the Pod on the abdomen for longer than 48 hours. The patient's husband reported that patient was wearing the Pod when emergency medical services were contacted due to her deteriorating condition and concerns that she was not receiving insulin to adequately control her blood glucose levels.The patient had reportedly changed Pod on the morning of travel from (b)(6). Subsequently, patient developed nausea, confusion, and altered mental status. Patient's husband reported that despite the patient wearing both an Omnipod and a G7 sensor, neither device provided alerts indicating dangerously elevated glucose levels. Initial sensor and fingerstick glucose readings appeared normal; however, upon evaluation by paramedics, the patient's blood glucose level was measured at 1000 mg/dL. Additional reported symptoms included an uneasy stomach, incoherent speech, and speaking to individuals who were not present. The patient became unconscious and was transported to the hospital by ambulance. The patient was diagnosed with diabetic ketoacidosis and double pneumonia. The Pod was removed and discarded by the emergency room physician while the patient was unconscious; therefore, the condition of the cannula could not be assessed. Treatment included oxygen therapy, intravenous and diagnostic blood work, high-dose antibiotics, insulin administered by pen injection with frequent blood glucose monitoring, as well as CT and MRI imaging to rule out stroke, which was reportedly negative. The patient also reported liver dysfunction during hospitalization. The patient remained hospitalized from (b)(6) 2026 and was discharged on (b)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019;13:614-626. "[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019;10:751-755. "[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019;21:155-158. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.